Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited high pacing impedance measurements greater than 2,000 ohms. No adverse patient effects were reported. Additional information received from the local sales representative states that this patient will be seen in the near future where the physician will then decide if they want to continue monitoring or make any changes to the system. No adverse patient effects have been reported at this time. The device remains implanted.